Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device (ccd) had broken glass. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has loss of signal image when connecting camera head (image flickers then goes black). The most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had experienced a cutout during use, resulting in a complete loss of image. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had experienced a cutout during use, resulting in a complete loss of image. There were no reports of patient harm.